Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017: customer reported that blood glucose levels were back to target range. Device not returned.

Event description:
It was reported that the customer miscalculated the amount of carbohydrates consumed, and delivered a bolus that may have caused a low blood glucose. The customer's blood glucose (bg) level was impacted ( 65 mg/dl). The customer consumed a candy bar to address bg level.